Event description:
An overinfusion occurred to a pt that was to receive heparin drip concentration 250cc, with 25,000 units of heparin. The bag was hung at 1600 hrs. The IV team returned and discovered the bag to be empty at 1630 hrs. The pt required protomine infusion to reverse overinfusion of heparin. The clinical engineering department was notified of the device problem and investigated unit malfunction. Per director of safety and security, no defects were found with pump, but rather it was due to a broken set component from the previous set, which remained in the infusor when the new set was installed. Director of safety and security indicated that they have notified the users to watch for this type of incident prior to loading the infusors.